Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap nissen, the device kept dropping the needles after being toggled. Three were tried during the case and the surgeon abandoned the product and finished sewing laparoscopically. Upon arriving the next day to see another procedure with the device being used it was discovered they had 3 more handles from previous cases that had the same problem and were dropping the needles when toggled. Current patient status is fine. No device fragments fell into the patient cavity. Returned for evaluation.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection of the devices one and two noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacles on each device. Each jaw gap was measured and met specification. Some plastic shearing of the toggle switch was noted on each device. One needle was received, loaded into device three. The jaw gap was measured and did not meet specification. The visual inspection of the device three noted witness marks from the needle tip impacting the beveled walls surrounding the needle receptacles on each device. Some plastic shearing of the toggle switch was noted. The visual inspection of the needle noted witness marks on the cone. A pmv needle was loaded onto each device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some plastic shearing was noted on the toggle switch. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. The IFU states, toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Additional information: there is no further information regarding this incident.